Event description:
The patient reported that the audio bolus button was sticking to the pump and protruded from the pump. The patient was disconnected from the pump and rebooted the pump. He says he is still able to use the pump, but noticed that he needed to press the audio bolus button harder in order for the pump to respond to it. The patient said he gets the pump wet on rare occasions, does not see any physical keypad damage, and denies cleaning with any solvent. The button does not click or spring back normally for him.

Manufacturer narrative:
The pump was returned to animas. Evaluation revealed that the audio bolus button was difficult to push and was misaligned. The pump intermittently responded to audio bolus button presses.